Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that when the battery is changed the pump reverts to the factory default settings,when battery is removed for less than 24 hours. The patient has a blood glucose of 40 or 50 mg/dl, with no symptoms. The time/date issue is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported as the patient experienced hypoglycemia due to user error.